Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the device generated an occlusion alarm associated with the infusion set, and the caretaker resolved the alert after performing a supply change per troubleshooting and education guidance. Symptoms included no reported hypoglycemia or hyperglycemia, as the patient could not recall any blood glucose impact. Outcomes included no reported clinical impact and no hospitalization. Investigation included remote troubleshooting with review of alarm history and education on infusion set replacement. Investigation of this case revealed an insulin delivery occlusion at the infusion set level that resolved after changing supplies, consistent with an infusion set occlusion. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion correctable by supply replacement.